Event description:
A surgeon reported following a bilateral intraocular lens (iol) implant procedure that the lenses were exchanged. The surgeon reported that the pt was more myopic than intended, the mid range vision was not good and driving was uncomfortable. The symptoms have resolved following the exchange. Additional info was requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic. Product history records could not be reviewed for the cartridge, handpiece or the viscoelastic because the reporting facility did not provide a lot number of any identification traceable to the mfg documentation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).